Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a robotic assisted nephrectomy, the white seal on the device popped out of the seal adaptor during surgery. A new one was used to complete the case. No patient injury.